Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The sigma fixed reference femoral sizer is stuck/bent. It won't go to 1.5 easily.

Manufacturer narrative:
Functional examination of the submitted device confirmed the sizer stylus component is frozen/stuck. Further examination revealed the stylus is bent and exhibits galling on the surface. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.